Manufacturer narrative:
The returned device was evaluated and a leak was observed on the exposed portion of the soft cannula. It could not be determined when or how the cannula was damaged. The download data contains no timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 14 mmol/l (252 mg/dl) with ketones of 0.1. The pod was worn between 36 and 48 hours on the abdomen. Hyperglycemia treated with a new pod and correctional bolus.